Event description:
Dr.replaced on long term catheter type ash from medcomp which had been placed about one month before. Four or five days ago the catheter came out partially, which turns the hemodialysis procedure unsafe. This failure of the catheter was due to the bad quality of the dacron "cuff" which was not well connected with the catheter itself. This fact allowed the coming out of the catheter, which could have been very dangerous.